Manufacturer narrative:
Device lot number is unavailable. Device manufacturing date is dependent on lot number, therefore unavailable at the time of filing. UDI not available for this system at time of filing. The catheter was returned to the manufacturer for analysis. Analysis found that the returned catheter was found to have glue applied, however the reported failure could not be confirmed. Analysis concluded insufficient information to confirm a failure.

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation procedure. It was reported that the saline line came out of the hub, leaked water and took in air. The surgeon sealed the leak and continued with the case. Surgical delay was reported to have been less than one hour, with no reported impact on patient outcome.